Event description:
Clinician was changing full collector. She pounded her right palm 1 - 2x to shake down sharps. Needle punctured under label and clinician sustained a needle punctured to her right palm.

Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.